Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump buttons were less responsive and insulin pump lose time. The customer¿s blood glucose was unknown. Customer stated that the insulin pump had rainbow effect on screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device display properly and no anomaly noted during testing. Device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify low battery, time/clock, rewind anomaly and unable communicate bg meter, sensor simulator to verify calibrate error alarm due to unresponsive button. (B)(4).